Manufacturer narrative:
Patient height reported as 5¿6¿. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with prodisc-c at c6-c7 on (B)(6) 2017. Patient reported continued neck pain and was returned to surgery on (B)(6) 2018 for removal of the prodisc-c implant and revised to spinal fusion. Surgery was completed successfully with no delay and no harm to patient. Patient status reported as stable. This report is for one (1) prodisc-c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 09.820.045s; lot h094502; date of manufacture: may 06, 2016; place of manufacture: brandywine; part expiration date: march 31, 2020. The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Product was shipped to monument for sterilization. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.